Event description:
A laser technician reports a secondary energy low message during surgery. Procedure was exited and treatment was reprogrammed and reentered. The procedure was then completed and no pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).